Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the right cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the right cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, identifying the tubing had been cut down to the pump block and was not returned for analysis. Upon leak testing, no anomalies were found. Functional testing was performed. The pump did not pass the activations tests. Based on the information available and analysis results, the reported allegation of a tubing crack was not confirmed. However, the pump not passing the activation tests could have caused or contributed to the reported clinical observation of the device not working appropriately.